Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple empty cartridge alarms were received while the cartridge had insulin remaining. The customer's blood glucose level was not impacted by this issue. Reportedly, the customer reverted to manual injections for insulin therapy.